Event description:
It was reported that an incorrect interpretation of signal was observed on the device. No therapies were delivered by the device and no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.